Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation due to stress urinary incontinence, cystocele, and rectocele. After implantation, the patient experienced pain, infection, fistulae, recurrence, dyspareunia and urinary and bowel problems. (B)(4) ¿ recurrence; dyspareunia; urinary problems; bowel problems.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, overactive bladder, frequency, and retention.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy and anterior repair.

Event description:
It was reported that the patient concurrently underwent cystoscopy and anterior repair.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele and urethral stricture.

Event description:
It was reported that following insertion the patient experienced rectocele and urethral stricture.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005, and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.